Manufacturer narrative:
13-nov-2015 product investigation results: reporter returned one toothbrush handle and one toothbrush head on 10-nov-2015. The investigation of consumer return showed no deviation from spec. Rust developed on the drive axle - which is a result from insufficient cleaning/drying procedure.

Event description:
Cut lip [lip injury]. Metal piece where the brush head attaches to has snapped whilst brushing teeth resulting in the head coming off [device breakage]. Metal piece where brush head attaches snapped whilst brushing teeth resulting in head coming off and metal part cutting lip [injury associated with device]. Case description: a female consumer of unspecified age reported that she had been using an oral-b power rechargeable toothbrush handle pro crossection and that the metal piece where the oral-b brushhead, version unknown attached to had snapped while she was brushing her teeth. As a result, the head came off and the metal part cut her lip. The case outcome was unknown. No further information was provided. B)(6) 2015 consumer returned 1 toothbrush and 1 toothbrush head. Investigation is underway. 13-nov-2015 product investigation results: reporter returned one toothbrush handle and one toothbrush head on 10-nov-2015. The investigation of consumer return showed no deviation from spec. Rust developed on the drive axle - which is a result from insufficient cleaning/drying procedure.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cut lip [lip injury]. Metal piece where the brush head attaches to has snapped whilst brushing teeth resulting in the head coming off [device breakage]. Metal piece where brush head attaches snapped whilst brushing teeth resulting in head coming off and metal part cutting lip [injury associated with device]. Case description: a female consumer of unspecified age reported that she had been using an oral-b power rechargeable toothbrush handle pro crossaction and that the metal piece where the oral-b brushhead, version unknown attached to had snapped while she was brushing her teeth. As a result, the head came off and the metal part cut her lip. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
13-nov-2015 product investigation results: reporter returned one toothbrush handle and one toothbrush head on (B)(6) 2015. The investigation of consumer return showed no deviation from spec. Rust developed on the drive axle - which is a result from insufficient cleaning/drying procedure.

Event description:
Cut lip [lip injury]. (Cut to lip developed into) polyp [polyp]. Metal piece where the brush head attaches to has snapped whilst. Brushing teeth resulting in the head coming off [device breakage]. Metal piece where brush head attaches snapped whilst brushing teeth. Resulting in head coming off and metal part cutting lip [injury associated with device]. Case description: a female consumer of unspecified age reported that she had been using an oral-b power rechargeable toothbrush handle pro crossaction and that the metal piece where the oral-b brushhead, version unknown attached to had snapped while she was brushing her teeth. As a result, the head came off and the metal part cut her lip. The case outcome was unknown. No further information was provided. (B)(6) 2015 consumer returned 1 toothbrush and 1 toothbrush head. Investigation is underway. 13-nov-2015 product investigation results: reporter returned one toothbrush handle and one toothbrush head on (B)(6) 2015. The investigation of consumer return showed no deviation from spec. Rust developed on the drive axle - which is a result from insufficient cleaning/drying procedure. 07-dec-2015 received follow-up: the reporter stated that her husband had an operation on his mouth, but he was now okay. She reported that 3d white was the type of brush head they used. The case outcome was recovered. No further information was provided. 11-dec-2015 received follow-up: the reporter clarified that it was her husband who experienced the reported incident, and she did not have any problems with the product. She again stated that her husband was fine. No further information was provided. 16-dec-2015 received follow-up: the reporter stated that her husband had an operation due to the cut developing into a polyp. The polyp had to be removed. No further information was provided.